Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, an external fluid leak was observed due to the three-way pipe damaged. Treatment was suspended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a hospital engineer. During inspection it was observed that the a three-way pipe (pipe location not specify) was damaged and leaking. The reported condition was verified. The component was replaced, and no further issues were noted. The cause could not be determined, however aging and wear can have degraded the three-way connector. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.